Manufacturer narrative:
Visual examination of the provided pictures identified scaring, scratching, and typical wear identified on an implanted and explanted device review of the available records identified the following: (summarized by hcp) revision due to pseudotumor, elevated metal ions, presented with initial 17 years prior, done well until recently with presentation of clicking noise, discomfort in the groin and buttock region of right hip. Darkly black stained tissue, about 2mm thickening and lined entire capsule of hip which was quite enlarged, extended over trochanteric area laterally. Large amount of fibrous tissue noted around neck and ball region. No evidence of trunnionosis. Scar tissue noted around periphery of the acetabular component, acetabulum was somewhat retroverted and removed. 30 cc of cancellous bonechips with 10cc of bone morphogenic protein used in the medial wall area.upon implantation of g7 multi-hole cup, 3 screws were placed along with the dual mobility liner, and +3 permanent head with a +3 titanium sleeve in which rom and stability were excellent. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. D6: 2003

Event description:
It was further reported through patient's medical records that the patient underwent a revision surgery due to pseudotumor, elevated metal ion levels, discomfort, clicking noise, and metallosis. Surgeon noted during the revision procedure that there was large amounts of fibrous tissue around the neck and ball region. Further, the patient had scar tissue around the periphery of the acetabular component. Finally, the acetabulum was somewhat retroverted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00151.

Event description:
It was reported that patient underwent a revision procedure due to pseudotumor and elevated ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.